Manufacturer narrative:
Date of event: unknown. Investigation summary. Photo evaluation: one photos was returned for investigation; from the photo, observed white foreign matter on syringe stopper. Sample evaluation: two actual sample returned without unit package for investigation no white foreign; matter observed on the stopper. Investigation conclusion: no white fm observed on syringe stopper. The complaint is unconfirmed, as no defect is observed on the sample. Two actual samples were received. No defects or abnormalities were observed. Root cause description: two actual samples were returned for investigation and no white fm observed on the syringe stopper. Hence unable to determine the type of fm observed in returned complaint photo. Root cause could not be determined. Continue to monitor the complaint trend on these defects.

Event description:
It was reported that before use of the bd luer-lok¿ syringe there was foreign material in the ll syringe. There were three occurrences. The following information was provided by the initial reporter: foreign material in the ll syringe. There is foreign material (white) in the 5ml ll syringe.